Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular defibrillator, implanted: (B)(6) 2010; 6949 defib lead, implanted: (B)(6) 2006; 5076 non defib lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that right ventricular (rv) lead impedance was higher than previous interrogation on distal coil. The lead was explanted and not replaced. It was also reported that there was high threshold on the left ventricular (lv) lead. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.